Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose bleeds, light headaches, and asthma. Medical intervention was not specified. Manufacturer received new information that the user alleged they received asthma diagnosis june of 2021 and received a nebulizer for treatment of symptoms.

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done due to lead migration. It was also noted that there were missing contacts on the paddle lead. The patient underwent a paddle lead repositioning procedure.

Manufacturer narrative:
Device not returned to manufacturer.